Event description:
The system 6 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the device does not immediately stop after release of the trigger. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 6 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the device does not immediately stop after release of the trigger. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event, taking a while to stop causing run-on, was confirmed. It was observed that the e-box would run the motor and then cut out, leaving the motor to coast to a stop without brakes. It was diagnosed that the e-box was the root cause of the reported event.